Event description:
The facility reported a flo-gard infusion pump with an insert clamp alarm; this condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known that it occurred in the emergency room. According to the contact, no patient involvement. Injury or medical intervention has been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump with an insert slide clamp alarm was confirmed and reproduced during evaluation. The cause of this condition was determined to be defective safety/slide clamp assembly. The slide clamp was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The service history review revealed that the device has not been previously sent into service for the reported condition of "malfunction of insert clamp."